Event description:
It was reported that a patient underwent a cesarean section on an unknown date and a barbed suture was used. The patient experienced bleeding at the incision site and was returned to the or on (B)(6) 2013. During the procedure, the surgeon noted that the fascia was opened at the corner and the suture pulled out very easily. The suture was hanging free at the tab end of the incision. The fixation tab was not attached to the suture. The wound was reclosed with a different suture. The patient is now doing well.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.